Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were recently hospitalized due to a high blood glucose levels. Last night, (B)(6) 2017, patient was admitted with a blood glucose was 400 -500 mg/dl. Blood glucose level at the time of admission was 353 mg/dl. The caller was wearing the insulin pump at the time of admission. Troubleshooting was performed and pump was working as designed . The insulin pump was not replaced or returned for analysis.